Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unknown date and mesh was implanted. It was reported that the patient experienced an adverse event. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/3/2020. Additional b5 narrative: it was reported that the patient underwent bilateral inguinal hernia and ventral hernia repair surgery on (B)(6) 2017 and mesh was implanted on the left. It was reported the patient experienced pain. No additional information was provided.